Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after 1 month, the patient had dyspnea and procedures revealed multiple mismatched perfusion defects including the entire left lower lobe and pe. Subsequently after six months, an inferior venacavogram revealed the filters dramatically tilted towards the right with the hook ingrown into the wall. Multiple unsuccessful attempts were made to remove the filter. Tissue ingrowth evidenced. Approximately after two years, CT revealed that there was a lateral tilting with and perforation of one limb through the medial wall of the ivc just below right renal artery. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the ivc and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare and sheath but were unsuccessful due to filter tilt and perforation. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, embedded and perforated the vena cava wall and mesentery. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain and pulmonary embolism post filter implant; however, the current status of the patient is unknown.